Event description:
Wife of patient telephoned nmt medical on dec 1, 2009 to request copy of report corresponding to cs device explanted from patient on (B)(6) 2008. Information provided is detailed as follows: a cs-17-vsd was implanted in patient on (B)(6) 2007 at (B)(6) and explanted on (B)(6) 2008 at (B)(6) due to the presence of an "inflammatory mass attached to the cardioseal".

Manufacturer narrative:
Wife of patient telephoned nmt medical on dec 1, 2009 to request copy of report corresponding to cs device explanted from patient on (B)(6) 2008. Information provided is detailed as follows: a cs-17-vsd was implanted in patient on (B)(6) 2007 at (B)(6) and explanted on (B)(6) 2008 at (B)(6) due to the presence of an "inflammatory mass attached to the cardioseal". At this time no additional information is available. We have contacted our sales representative for this region and he has initiated contact with the health institutions. Our investigation into this matter is ongoing.